Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Malfunction was suspected.

Event description:
A report was received that the patient was having difficulty charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which is the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 8mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.